Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were one hundred and ten detected episodes of non-sustained ventricular tachycardia episodes, which appeared to be t wave over-sensing. There were three episodes of t wave over-sensing where therapies were withheld. Further review of the manufacturer's database indicated the patient is deceased and died two days later. Additional information was requested but not received.